Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a main tube broken. A piece measuring proximately 0.150¿ x 0.299¿ was not returned with the instrument. The complaint regarding sheath was coming apart near the distal tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer reported the fenestrated bipolar forceps instrument could not be removed through the cannula. The surgeon took a closer look which revealed the sheath was coming apart near the distal tip. They tried removing only the instrument, but it wasn¿t possible. They removed the trocar and the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the instrument was inspected prior to use with no damage noted. There were no port incisions increased in order to remove the instrument and cannula together. There were no fragments inside the patient body. The instrument collided with another instrument or tool during the procedure. There were no images or recording as the instrument was sent in for physical review and testing.